Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post implant of this 33mm mitral bioprosthetic valve after releasing the aortic cross clamp, severe aortic insufficiency was identified. The patient went back on bypass and the surgeon noted one of the mitral valve struts was oriented "high up" in the left ventricular outflow tract (lvot). The surgeon indicated the patient's native mitral valve anatomy made the positioning of the bioprosthetic valve challenging, suggesting the commissure was not in the correct anatomic location to base the orientation of the bioprosthetic valve. The leaflets of the bioprosthetic mitral valve were noted to be functioning as expected. The valve was ultimately explanted and replaced with a non-medtronic valve of the same size. No additional adverse patient effects were reported.